Event description:
Pt presents for port-a-cath removal. The port was freed up however, as the catheter was removed, the catheter only measured 3 inches of previously placed 9 to 10 inch catheter. It appeared 3 inches of previously placed 9 to 10 inch catheter. It appeared to have been separated even though the catheter came easily indicating that separation probably took place some time ago.